Event description:
The customer observed the following three error codes, 1113 (invalid test results, read value), 1118 (invalid test results, intercept too low) and 1063 (invalid test results, correlation coefficient too low) while running several pts samples on the axsym digoxin iii assay. Some pt results can only be generated by diluting the samples. There was no impact to the pt's mgt reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.